Event description:
Complainant alleged that while attempting to treat a pt over 65 years of age, the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. This is the second similar report for the same device on a different pt. The first reported on medwatch 1220908-2014-00578.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.